Manufacturer narrative:
The investigation into the reported low pump flow was completed. The device was returned for evaluation. Analysis of the data logs revealed a high motor current during ramp up and a motor current and pump flow shift upward while still on p4. Impella in aorta alarms triggered after that point. Since the staff confirmed the position via echo, the false position alarm was likely due to an interaction with the patient. Additionally, the returned device was visually inspected, and a cannula kink was observed. No biomaterial was observed. The most likely root cause of the low pump flow or suction or non-pulsatile motor current was due to a kinked cannula. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported that a 64-year-old male patient implanted with the impella 5.5 for mechanical circulatory support experienced low pump flow. Shortly after starting pump and while ramping up the p-level, the impella position alarm sounded despite proper positioning as verified by echo and fluoroscopy. P-6 showed a flow of 4.5l with a maximum and minimum of both 4.5l and dampened motor current. The patient was taken for pump exchange due to concern pump failure. There were no reports of harm to the patient.